Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced leakage issue as infusion set tubing was leaking at site on (B)(6) 2026. The patient faced the issue with three infusion sets which were in use for about one day.